Event description:
Approximately ten months after hvad implantation, the site reported an event involving a patient whose batteries were not charging. The batteries were replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
Five batteries and a controller were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller and (B)(4) passed visual examination and functional testing; the devices performed per specification. Review of the controller log files confirm the reported event which revealed two critical battery alarms and battery power switching corresponding to the reported power switching event; analysis indicated this likely occurred due a failure in communication between the controller and a battery. Log files revealed that the alarms all occurred on power port 2 of the controller. Analysis of (B)(4) revealed that the devices failed to meet specifications; the batteries failed functional testing due to a faulty internal cell pair. Even though testing confirmed a battery malfunction known to cause power switching, the root cause of the reported event cannot be conclusively determined. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to communication failure between power port 2 of the controller and the connected battery.

Event description:
Approximately 10 months after hvad implantation, patient came to outpatient unit and described an unexpected behavior of his controller. Controller changed power source from one port to the other earlier than expected. Patient is wearing a waist pack. He uses a cell phone and is wearing it in different pockets on his body. He didn't experience a pump stop or critical alarm. The site changed all batteries and controller. All devices were returned to heartware for evaluation. No harm or injury to the patient was reported as a result of this incident.